Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with adult degenerative disease and scoliosis underwent spinal surgery from t10 - pelvis. Post-op rod breakage at l5-s1 was observed causing pain to the patient. It is not confirmed whether surgeon will perform revision surgery on the patient.

Manufacturer narrative:
Image review: post op x-rays from long segment thoraco lumbar fusion reported. T10-ilium show unilateral rod break at l5-s1 happened before 6 months post op,so we assume fusion has not occurred. Pre op long x-rays and post op imaging is not available to assess degree of deformity correction.root cause :indeterminate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.